Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that during implant the battery was attached to the implanted lead, the torque wrench clicked to determine the battery was tight, and an intraoperative impedance check was completed and came back normal in the or. The rep then met with the patient in post-op and turned their device up on all four programs, but no sensation was felt by the patient; it was noted that during their trial, they were feeling stimulation at 0.8. The rep ran an impedance check in post-op and all electrode combinations came back greater than 4000. The patient was taken back to the or and it was determined that the lead did not stay connected in the ins. The battery connection was unsecured, even when the torque wrench and initial impedance proved that all was ok. A new battery was opened and attached to the lead, a slight pull was given to ensure the connection was secure, and impedance checked out ok. Post-op the patient was feeling stimulation at 0.8 and the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.